Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient was having difficulty charging her ipg due to shoulder issues and pre-parkinson's disease. The patient underwent surgical intervention where her ipg was replaced with a non-rechargeable ipg. The patient was receiving effective stimulation post-operatively.